Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported suddenly loss of hearing sensation with the device. Re-implantation was performed on (B)(6) 2019.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported suddenly loss of hearing sensation with the device in january, 2019. According to the parents no trauma occurred. There was also no redness or pain at the implant site reported. Re-implantation was performed in (B)(6) 2019.